Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Per a print report from when the pump was interrogated, as early as 2014-01-24, the notes sectioned indicated that the catheter tip was at t12. There was reportedly resistance at t12 and the catheter would not pass that level. It was unclearwhen this occurred. The type of medication being delivered via the device system at the time of this event was not provided however at the time of interrogation baclofen was in the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had no response to lioresal. A dye study was performed and no cerebrospinal fluid (csf) was returned. The catheter was "re-implanted" during a surgical intervention on (B)(6) 2014 and the dose was lowered. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)